Event description:
It was reported that healthcare professionals observed extrinsic outflow graft obstruction on a computed tomography scan. It seemed to be occluding >50% of the lumen. The patient was asymptomatic and was fine at home. The patient had a follow-up with no intervention. Further plan of care was being discussed, with option of operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had the operation on (B)(6) 2024. The operation was planified and everything went fine. The biodebris was removed from the bend relief through a thoracotomy. The patient was stable with no consequences.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that they were planning on opening chest soon through the subxiphoid plane in order to access the bend relief, open it, and remove bio debris. The patient was asymptomatic, fine, at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through evaluation of the submitted image. A specific cause for the obstruction could not conclusively be determined through this evaluation. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: corrected catalog number section g2: corrected report sources manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through evaluation of the submitted image. A specific cause for the obstruction could not conclusively be determined through this evaluation. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. G is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.